Event description:
Nursing placed the covidien, kangaroo polyurethane feeding tube (5fr. 51cm) via the nare. Nursing did not meet resistance following insertion. The catheter was found to have been inserted into the lungs and perforated through the lung (post-traumatic inferior pulmonary ruptured bulla) causing an immediate tension pneumothorax and continuous air leak that required intubation, chest tube placement, and chest compression. Dates of use: (B)(6) 2017. Diagnosis or reason for use: need for enteral feedings related to prematurity. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.